Event description:
It was reported that intermittently the 9800 system displays a low ma error. It was also referenced that intermittently the collimator leaf does not work. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and the collimator. The system was tested and found to be working as intended and placed back into service.